Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian (lg) that the patient had been admitted to the emergency room due to hypoglycemia while on holiday in mexico. The patient's blood glucose level dropped to 1 mmol/l (18 mg/dl). The patient's lg reported that the dexcom was giving readings of 10 mmol/l (180 mg/dl) and the pod was delivering insulin was intended based on the readings it was receiving from the dexcom, but the patient was beginning to feel sick, so they checked their bg levels with a finger prick and saw the accurate level of 1 mmol/l. Symptoms reported were dizziness and shortness of breath. At the hospital they found out they had novorapid insulin and the patient is allergic to it. The patient did not receive treatment, but was kept to monitor the value of the bg levels while wearing the pod and checked when the patient was not in hypoglycemia anymore. After 6 hours they went back to the hotel to put on another sensor to resume the treatment with the insulin. They then bought another sensor - freestyle libre 2 - just to check the value of the bg. In the end the sensor dexcom was giving wrong information to the pod. The lg has contacted dexcom.